Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. A watermark at the base of the tail was observed. No failure modes were observed with sensor plug upon visual inspection. Sensor was successfully activated with the reader and all results were within specification. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported ¿check sensor" and "loose sensor¿ error messages were received on the same day of applying the adc freestyle libre sensor and the customer was unable to monitor their blood glucose. As a result, the customer felt unwell, experienced symptoms of sweating and chills, and was unable to self-treat. The customer had contact with a healthcare professional who administered unspecified dose of insulin injection for diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported ¿check sensor" and "loose sensor¿ error messages were received on the same day of applying the adc freestyle libre sensor and the customer was unable to monitor their blood glucose. As a result, the customer felt unwell, experienced symptoms of sweating and chills, and was unable to self-treat. The customer had contact with a healthcare professional who administered unspecified dose of insulin injection for diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.